Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt white and orange wires of the ECG "c&d" cable were pinched causing the faults. The root cause for the pinched wires could not be positively identified. No adverse event resulted from the damaged belt.